Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker could not be successfully interrogated with a programmer. Technical services (ts) assisted with troubleshooting however reading data failure persisted. A local rep was to be contacted for assistance. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received, this pacemaker was not able to be interrogated due to reaching end of life (eol). This device had been implanted for nine years. This device was replaced due to normal battery depletion. No adverse patient effects were reported. Subsequently this product was returned.